Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection the surgeon went to create a rectal stump, fired the gun and the staples did not form. Another gun was opened and case proceeded. No delay in procedure. Procedure was completed with same like device. No adverse event to patient.